Event description:
Date of event has been entered as the same as published date 07-apr-2022 since date of data collection was not provided. It was reported through the research article "technical and mechanical problems and failures of heartmate ii versus heartmate 3: the rotterdam experience" that heartmate 3 (hm3) may be associated with device malfunction, thrombosis, death. This retrospective study evaluated 101 hm3 patients. During follow up, a total of 24 mechanical device failures (mdfs) occurred, with 8% of these mdfs occurring in hm3 patients. Two patients were noted to have suddenly died. The main mdf seen in hm3 patients was an occluded outflow graft, occurring in 3 patients. Another mdf noted was at-home system controller exchange performed by 3 patients. 46 patients experienced technical problems not resulting in an mdf. Results overall showed a significant decrease in mdfs in patients with hm3. Related adverse event MFR #: 2916596-2022-11471, related system controller MFR #: 2916596-2022-11470.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Author information: van der heiden, c., veen, k., constantinescu, a., manintveld, o., brugts, j., bekkers, j., birim, o., bogers, a., & caliskan, k. (2022). Technical and mechanical problems and failures of heartmate ii versus heartmate 3: the rotterdam experience. The journal of heart and lung transplantation, 41(4), s467. Https://doi.org/10.1016/j.healun.2022.01.1179 cardiology, erasmus mc, rotterdam, netherlands; and the cardiothoracic surgery, erasmus mc, rotterdam, netherlands no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 lvas and the reported patient outcomes could not be determined through this evaluation. The device history records could not be reviewed as the heartmate 3 lvas device serial numbers as well as other specific case/patient information are not available. The heartmate 3 lvas instructions for use (IFU) (rev. C) and the heartmate 3 lvas patient handbook (rev. D) are currently available. Section 1 of the IFU, ¿introduction¿, lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.